Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. As received the device was unable to pass incoming functionality testing. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermal damage on the u713 components. The root cause for the thermal damage on the u713 component could not be positively determined however was likely due to the high voltage energy from the monitor passing through the component. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned monitor sn (B)(4) and electrode belt sn (B)(4). A patient reported that the device was unable power on.